Manufacturer narrative:
Reported event was confirmed by review of x-rays provided. Review of the xrays shows lucency along the tibial stem. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event was previously reported under manufacturer report number 0001822565-2017-05158 and will be voided. Report number 3007963827-2017-00267 will be kept for investigative purposes. (B)(4). Concomitant medical product: nexgen stemmed tibial plate, cat#: 00598603701 lot#: 62715261. Palacos bone cement, cat#: 66017772 lot#: 66017772. Nexgen lps-flex articular surface, cat#: 00596403014 lot#: 62459490. (B)(6). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2017-00481.

Event description:
It was reported that the patient experienced synovitis, pain, osteolysis and was revised due to loosening and wear of the tibial component. A large bone defect on medial tibia and a fracture in lateral tibia were noted along with large bone defects under the femoral component. Attempts to obtain additional information are in progress, however no further information is available at this time.